Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2024, it was reported by a facility representative via (B)(4) that an ar-9530xs-03, and an ar-9530xs-06 humeral inserts cracked on the back table when the tech was trying to pinch the tabs together to give to the surgeon for trialing. There was no case involvement.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misuse/mishandling due to damage to the device.